Event description:
It was reported that during a lap gastric bypass procedure, the stapler had no power on the first firing attempt. Later in the case, the gun locked out with a white reload on the jejunojejunostomy. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?

Manufacturer narrative:
(B)(4). Premature sled movement. The following information was requested, but unavailable: these are two separate guns. The first one didn't work (no power). The second locked out. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? Asku. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? Asku. The analysis found that device (a) was returned in good visual condition and with an (B)(4) partially fired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. After further analysis the knife feature was noted to be missing. It was determined the missing knife feature is unrelated to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis found that device (b) was returned with the bulkhead contacts damaged. All functional tests not relating to firing the device were conducted per the standard investigation and the device performed as intended. The bulkhead contacts provide the electrical contact between the contacts on the battery pack and the device. If these contacts are damaged, and all four posts do not make contact with the battery terminals, power will not be delivered to the device. Although no conclusion could be reach what caused the damage to the device, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5fg2p, (mfg date: 02/03/2012; mfg date: 01/03/2017).